Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user experienced a hypoglycemic event after pausing insulin delivery for several hours and resuming use, the system delivered insulin leading to low blood glucose. Symptoms included hypoglycemia. Outcomes included temporary interruption of usual device use and the need for follow-up with the user for additional details. Investigation included review of device logs. Investigation of this case revealed insulin delivery had been paused for approximately three and a half hours, and subsequent automated dosing corresponded with the low glucose event. It was concluded that the cause of the hypoglycemia remained unclear due to limited user input and incomplete contextual information. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.